Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04482. It was reported that balloon rupture occurred. The target lesion was located in left anterior descending artery. A 10/3.50 flextome¿ cutting balloon¿ was selected to be used. During the procedure, it was noted that the balloon ruptured at 2 atm. Another 10/3.50 flextome¿ cutting balloon¿ was used but it also ruptured on first inflation at 2 atm. The ruptured balloon was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.